Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient was running at the time of the shock. Also, there were some false atrial fibrillation episodes stored due to the oversensing of noise. Some x-rays were reviewed, and technical services advised the electrode may be a little high. The clinic has now reprogrammed the device, and the patient is being monitored by the latitude system. There were no additional adverse patient effects. The system remains implanted.